Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Devices have been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home with their significant other at the time of the event. At 19:14:31 the patient was in bradycardia initially which degraded into asystole and CPR artifact. Ems initiated CPR without success. One treatment was delivered at 19:22:02. CPR artifact contributed to the false detection. The patient remained in asystole after the treatment. The electrode belt was disconnected at 19:22:26. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.